Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e227 (scope communication error) occurred/ control unit was dirty. Based on the results of the investigation, and since the e315 error message was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the e227 error message was an electrical component failure and the most likely cause of the dirty control unit was water invasion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope scope error e315. The issue was identified during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.